Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump monitored without the test (B)(6)battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a post-reset ram crc alarm. The customer¿s blood glucose level was 10.4 mmol/l at the time of the incident. Customer reports the pump was neither stored nor without a battery for more than 8 hours. Customer states the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.